Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 28-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("severe tiredness") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2017 she experienced fatigue (seriousness criterion medically important), migraine ("regular migraines"), ovarian cyst ("recurrent ovarian cysts") and pelvic cyst ("recurrent pelvic cyst") and was found to have weight increased ("significant weight gain (20 kg)"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to ovarian cyst, fatigue, pelvic cyst, migraine or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.6 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("severe tiredness") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2017 she experienced fatigue (seriousness criterion medically important), migraine ("regular migraines"), ovarian cyst ("recurrent ovarian cysts") and pelvic cyst ("recurrent pelvic cyst") and was found to have weight increased ("significant weight gain (20 kg)"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to ovarian cyst, fatigue, pelvic cyst, migraine or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.6 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of ptc. Annex f codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("severe tiredness") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2017 she experienced fatigue (seriousness criterion medically important), migraine ("regular migraines"), ovarian cyst ("recurrent ovarian cysts") and pelvic cyst ("recurrent pelvic cyst") and was found to have weight increased ("significant weight gain (20 kg)"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to ovarian cyst, fatigue, pelvic cyst, migraine or weight increased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.6 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: imdrf codes changed. F25 deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.